Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and had loose epithelium during flap creation. Patient is 20/20- right eye and 20/20 left eye. Right eye resolved with no current issues but left eye has recurrent corneal erosion (rce) that is being managed with muro and bandage contact lens (bcl) treatment discontinued on (B)(6) 2017. Surgery consultation was schedule to discuss treatment options if current course of bcl/hyperosmotics fail. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of left eye having pain and blurry vision with rce. Patient reported that would like to avoid additional surgical intervention if possible and that overall is happy. Patient reported symptoms are not interfering with daily activities.bcva from (B)(6) 2017:right eye pre-op 20/20 -3.75 x -.25 x 160,left eye pre-op 20/20 -3.00 x -.50 x 170.bcva from (B)(6) 2017:right eye post-op 20/20 .00 x .00 x 90,left eye post-op 20/20 .00 x .00 x 90.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.